Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on (B)(6) 2016, the patient underwent surgery for implant of an unspecified bard/davol perfix plug. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. As reported, the attorney alleges product is defective and that the patient experienced emotional distress.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2015) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b6, b7, d3, d4 (catalog no, lot no, UDI, expiry date), d.6b (date of explant), g1, g3, g4, g6, h2, h4, h6, h10 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that on (B)(6) 2016, the patient underwent surgery for implant of an unspecified bard/davol perfix plug. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. As reported, the attorney alleges product is defective and that the patient experienced emotional distress. Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with left inguinal hernia thereby underwent open repair with implant of perfix plug. Per operative notes, ¿an incision was made in a lower abdominal crease to the pubic tubercle. The hernia sac was dissected out. A perfix plug was placed in the indirect space and secure it with sutures.¿ (B)(6) 2017 ¿ patient was diagnosed with recurrent left inguinal hernia hereby underwent open repair with explant of perfix plug. Per operative notes, ¿an incision was made through previous incisional site. The hernia sac was dissected out. Previously placed old mesh was excised entirely. The defect was closed with sutures primarily.¿